Event description:
The customer reported that during a laparoscopic hysterectomy, the jaws of the device would not reopen. It is unknown if the device was applied to tissue at the time, and if so, how it was removed from the tissue. Another device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have been asked. If additional information pertinent of the incident is obtained, a follow-up report will be submitted.